Event description:
It was reported to boston scientific corporation that a pinnacle, anterior device was used during a procedure performed for the treatment of prolapse. The patient experienced anterior mesh pinnacle exposure, infection and chronic pain.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Report source: other: mhra adverse incident report reference no 2022/009/001/291/001; submitted to mhra (medicines and healthcare products regulatory agency) by the healthcare facility. (B)(4).